Manufacturer narrative:
Asae / major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Section d catalog number was corrected.

Manufacturer narrative:
Section d device information is known.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted in a patient. Following transfer to the intensive care unit, bleeding was observed at the femoral access site around the repositioning sheath. The bleeding was managed with manual pressure, and the patient received two units of red blood cells. The reported major bleeding requiring blood transfusion is consistent with an access-site complication associated with large-bore arterial access and the anticoagulation and purge requirements of impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management and sheath repositioning were followed to mitigate the risk of bleeding, however, the bleeding was managed with standard interventions.